Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon did not deflate correctly with the syringe attached to the gate valve, when testing the catheter prior to use. The staff tried three more catheters from different lot numbers without success. It was further indicated that some hours after opening and testing the catheters, they suddenly worked; thus it seemed to be a problem with the syringe. The patient died before a catheter was inserted; however the patient was very ill and it could not be confirmed that it was a consequence of the delay caused by the failure with the devices. As stated in the IFU "passively deflate the balloon by removing the syringe from the gate valve".